Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that after implanting a talent taa stent graft system the physician noted a type iii endoleak, which he described as a pin hole. The site of the leak has not been determined. There is aneurysm enlargement noted, however no intervention, or additional treatment has been scheduled at this time. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (unknown cause of event). Conclusion: (unknown cause of event).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Additional information was received as follows: the endoleak was discovered one year post implant. There was no adverse event associated with the endoleak. The physician determined the endoleak was related to the device and not related to the procedure. Another unknown manufacturer's stent graft was deployed six weeks later to resolve the endoleak and the patient was confirmed to be recovered. The physician commented the endoleak appeared to be a type iii jetting endoleak, however the type could not be confirmed. Additionally, a type ii endoleak was confirmed on the 30 day follow-up. It is possible the type ii endoleak and type iii endoleak were related. Approximately eight days later it was confirmed that the endoleak was resolved.